Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per additional data log analysis the user was first notified on (B)(6)2020. The previous date they used the system was (B)(6)2020 and no notification was given. This indicates the battery replacement date was set the range of date of(B)(6)2018 to (B)(6)2018. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the message appeared on the 19th of june, during system shutdown. The system was used on 23-jun-2020 and 24-jun-2020 when the 'battery life exceeded' message displayed several times between power up and shut down also, when exiting the perfusion screen to inform the user that the battery need to be replaced.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'battery has reached its 2 year service' message. There was no patient involvement.